Event description:
It was reported that in kmt 11 ost, bone marrow transplantation, fluid was noted under the skin near the puncture site. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications from the pt.

Manufacturer narrative:
(B)(4).